Manufacturer narrative:
Updated: b4, d2a, d4, g3, g6. Medwatch updated to correct product code, lot number, UDI, product description.

Manufacturer narrative:
According to the facility on (B)(6) 2024 during a procedure "the tip to the pump sucker came off in the patient". Per the facility the piece was removed from the patient's "chest cavity" after a "methodical wound search was done". Per the facility the patient did not experience a serious injury and is reported to have "no adverse impact". No additional information is available at this time. The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 09/10/2024 during a procedure "the tip to the pump sucker came off in the patient".